Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Manufacturer narrative:
The insulin pump had a blank display due to corroded electronic and motor assemblies. No unresponsive buttons could be verified due to the blank display. The insulin pump was received with moisture damage to the keypad traces. The blood glucose reminder function could not be tested due to the blank display. The insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube lip and cracked battery tube threads and minor scratches on the display window.

Event description:
It was reported that the customer received an alarm on the insulin pump after she may have gotten water on the pump. The customer reportedly stated there was fluid under the screen and she could not clear the alarm. Her blood glucose was 7.0 mmol/l. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.